Manufacturer narrative:
(B)(4). Upon receipt, external visual inspection identified scratches on the device casing. The seal plug was intact and the setscrew operated normally. The device was successfully interrogated associated with a monitoring voltage of 9.156 volts. And a memory download was performed successfully. A review of device memory confirmed that a bit flip had occurred. This error was self correcting and therapy was not affected. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled s-ICD implant procedure. Upon interrogation, the programmer displayed a red screen associated with a da code. The physician elected not to implant this device. A da code represents a bitflip that can occur causing a temporary reset. This is typically a benign error that is self-correcting and patient therapy is not affected.